Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: a review of the black box showed no evidence of a time gain/loss. A manual time change had been performed. No alarms occurred during the investigation. The pump passed the time test. The pump maintained time and date settings with accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a history/settings (time loss/gain) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.